Event description:
A baxter field service engineer reported, an infusion pump with a battery issue. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information contact was available.

Manufacturer narrative:
Evaluation summary:the battery issue was confirmed as depleted batteries. Inspection of the device found that the pump's batteries were potentially damaged and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.